Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue and debris on product. Visual inspection found the haptic torn. There was debris on the lens. (B)(4)

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Unk, unk, unk, unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # 717615.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.